Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive result when running the alinity m resp-4-plex assay on the alinity m instrument. The customer stated they ran a sample that experienced a positive result for covid, flu a and flu b on the resp-4-plex assay. When they retested it on the cepehid platform, it came back negative on all three targets. The customer reported another 3 positive results. They stated that all results were negative when tested on the cepheid platform, with the exception of sars-cov-2 for only one patient. This result was the only one were reported out of the lab. The customer stated they ran additional water samples and they all came back positive after both false positive occurences. Out of 12 water samples they processed on apu 3, 6 of those 12 came back positive for multiple analytes. Customer also mentioned that they had 1 water sample processed earlier through apu 1 that came back positive for multiple analytes. There was no report of impact to patient management due this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The discrepant results were positive for 3 or 4 targets. The curves were reviewed and do not appear abnormal. Contamination was identified as a probable cause for the discrepant results. Per the ticket text on (B)(6) 2022, "fse found and removed rv in all apu. Rv were not transported properly from extraction unit to amp detect and to waste. This caused contamination of unit and lab. Resolution: fse rechecked extraction bar and clap heights and adjusted to maximum limit. Fse decontaminated inside and out of instrument. A 3rd party cleaning crew came in and decontaminated the lab.". Quality data review: device history record / batch record review the DHR review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 522128. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 was not identified.